Event description:
Boston scientific received information that post lung surgery, the patient was pacing at a rate of 135 ppm. The boston scientific sales representative (sr) noted that when she turned the bedside respiratory monitor off the pacing rate dropped. However when the respiratory monitor was turned back on, the patient's pacing rate immediately increased. The respiratory monitor was left turned off as the cause of the high rate pacing was thought to be due to interaction between the minute ventiallation feature on the device and the hospital monitoring equipment. The patient also stated that he felt a bit of chest pain, however the sr believes it was likely due to the procedure and not from the high rate pacing, no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.